Event description:
A health care professional reported a patient result on the a1cnow system was 6.7% and the lab test was 5.2%. The difference between the tests could be clinically significant. No adverse event was alleged. The product will be returned for evaluation and new product was sent.